Manufacturer narrative:
(B)(4). Date sent: 10/4/2022. D4: batch # 242a10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with five reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch number, v94r05, and no non-conformances were identified. Manufacturing date: 04/13/2021, expiration date: 03/31/2024.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first firing with a gold reload and seam guard the staple line looked extremely jagged and there were multiple missing staples on the inner row closest to the cut line along with multiple malformed staples that were protruding upwards in a straight line. On the second firing with a gold reload and seam guard that there were multiple missing staples again on the inner row closest to the cut line. Upon the last firing the surgeon noticed the poor condition of the first and second firing. The staple lines were oozing but no blood product was needed to be given to the patient. Bleeding was controlled by using a bovie. No suture or clips were applied. Leak test by insufflating the stomach was done and there was no noticeable air exiting the stomach. The stomach was not submerged in water for the test. There were no adverse consequences for the patient.